Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user inadvertently stopped a dexcom g7 sensor on the ilet after one day of use, replaced the sensor, and subsequently experienced pairing failure on the ilet with a ¿sensor failed¿ message until the correct pairing code was entered and device settings were cycled and restarted. Symptoms included no glucose values displayed on the ilet. Outcomes included no effect on blood glucose and no medical intervention. Investigation included guided troubleshooting, including sensor replacement, confirmation and reentry of the pairing code, device restart, and toggling cgm settings. Investigation of this case revealed pairing difficulty between the g7 sensor and the ilet that resolved with correct pairing information and device restart, consistent with a communication or configuration issue rather than a hardware failure of the ilet. It was concluded, based on previously established findings for similar reports, that the cause was user setup error and transient connectivity issues.